Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 147 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump buttons all responded properly. However moisture damage was found on the keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.